Event description:
In 2007, an angiogram revealed a ruptured abdominal aortic aneurysm in a patient who had received the gore excluder aaa endoprosthesis in 2003. The patient had a type I endoleak with distal migration of the excluder device. Placement of a trunk ipsilateral leg component resolved the endoleak. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Add'l devices implanted in this pt: lot 02732020, lot 03930212.